Event description:
It was reported by the customer, during reprocessing, the evis lucera elite gastrointestinal videoscope was cultured and there was a nosocomial detection of lung gram bacteria which exceeded the standard. The procedure was completed with another similar device and an evis lucera elite video system center. The surgical delay was not more than fifteen (15) minutes. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. Additional issues were found. The channel tube was scratched, and the insertion tube was slightly dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The cleaning, disinfection, and sterilization of the scope was provided by the customer: aer: oer-aw. Detergent: doctor e. Disinfectant: jianzhisu. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. Growth of microorganisms was found through culture testing by the user after reprocessing. However, this event was not confirmed since the device was not sent out for additional culture testing by olympus. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.